Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit was received with minor scratches on lcd window, cracked case at reservoir tube window corners and belt clip slot.

Event description:
It was reported that the customer received a low battery alarm. Customer is unable to clear the alarm, due to unresponsive buttons. Customer's blood glucose level at the time 250mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.